Event description:
The end-user fell while wiping, hit her face on a heater, her left knee, and her left elbow. The seat slid, and the little stoppers on the bottom were of no help. The event is reported as having occurred on ceramic tile. The snap buttons are reported as having not been locked in position, "just little sticky bottom." The customer is concerned that an elderly person would hurt him/herself on this device & is generally concerned otherwise.